Manufacturer narrative:
Product analysis: model: 24950j, serial/lot#: (B)(4): the remote monitor was returned and analysis revealed no complaint failure found; found error code (B)(4) in failure analysis (fa) log. If information is provided in the future, a supplemental report will be issued.

Event description:
The monitor was replaced and returned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the remote monitor was extremely hot to touch and the patient had concerns. A new monitor was ordered for the patient. No patient complications have been reported as a result of this event.